Manufacturer narrative:
(B)(4). Additional information : this complaint was confirmed in the lab for broken occluder feet. The cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Event description:
A customer reported to baxter an issue of leak on the minicaptransfer set during use. The customer stated that the liquid could not be stopped even after closing the clamp. There was patient involvement but no patient injury or medical intervention was reported along with this complaint.

Manufacturer narrative:
(B)(4). The sample is available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.